Event description:
Reporter alleged discrepant back to back blood glucose values261, 176, 119 mg/dl when all tests were performed few minutes apart on the aviva system. Customer stated having some hypoglycemic symptoms during the time of the testing and self treated with food as a result. No other actions were taken or treatment was received reportedly. A request was made for the return of the suspect and replacement product was sent.